Event description:
Catheter balloon allegedly did not totally deflate (2-3cc). Able to draw out via a syringe 6cc. Then cut the catheter and got 1cc out. No patient injury during removal. Complaint received by kendall on 05/14/02.